Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had middle button did not allow customer to lock the keypad. No harm requiring medical intervention was reported. The customer also stated that the stated that battery last less than a week. The insulin pump will not be returned for analysis.